Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one brk transseptal needle was received for evaluation. No functional anomalies were noted when the needle was flushed, and an air aspiration test was performed using a slip tip syringe. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported leak remains unknown.

Event description:
During the supraventricular tachycardia procedure, the needle leaked contrast agent fluid at the injection site. A slip-tip syringe was used. The needle was replaced and the procedure was completed with no adverse consequences to the patient.